Event description:
It was reported that the customer rec'd an occlusion alarm approximately one hour after a bolus delivery. The customer's blood glucose level was 344 mg/dl and ketones were present. The customer reverted to manual insulin injections and the bg level was lowered back to "normal". As the customer had disconnected from the pump and the battery was not recharged when tandem technical support contacted, a system check to determine a possible cause of the occlusion was unable to be performed. The customer reported that the cartridge and infusion sets are usually changed every 3 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.